Event description:
It was reported that seven days post an uneventful xact stenting procedure in the right internal carotid artery, the patient was hospitalized with a transient ischemic attack. Symptoms included an acute episode of left facial droop, slurred speech and disorientation/confusion which resolved after several minutes with no re-occurrence. The patient was treated with aspirin and aggrenox. CT scan of the head showed no infarct or hemorrhage and a patent carotid stent. The patient was hospitalized for two days and discharged home with no residual symptoms. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effect of transient ischemic attack is a known potential adverse event as listed in the xact instructions for use. Although a conclusive cause for the reported adverse patient effects and relationship to the device, if any, could not be determined; there is no indication of product quality deficiency with respect to manufacture, design or labeling.